Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred at the sensor puncture/insertion site. The sensor was inserted into the upper buttocks on (B)(6) 2021. On (B)(6) 2021, the patient complained of pain under the sensor patch and when the sensor was removed, and a ¿big pus ball¿ came out of the insertion site. The area was red with drainage and inflammation. The patient was febrile with a temperature of 102.5 f. The patient was taken to the emergency department (ed) for evaluation where blood work and an ultrasound were performed to determine the extent of the insertion site infection. The ultrasound determined that an incision and drainage procedure was not warranted, and the patient¿s white blood cell count was normal. The patient was given ibuprofen and prescribed clindamycin (three times a day for 14 days) with a dose of each administered prior to release from the ed. At the time of the report, the patient complained that they were still experiencing pain. No additional patient or event information is available.